Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the recharger serial# (B)(6) found the cable insulation is torn at the donut end, it got hot after running it at the donut end, and there was a no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt reported they were getting a screen that said 'battery empty, cannot continue, recharge the controller.' Pt later confirmed was screen: "battery empty [79]." Pt stated they had recharged the controller, and now was the third time was message had come up. Agent asked, patient confirmed that the controller was plugged into the ac power supply at 100% and that the implanted neurostimulator (ins) was charged to 60%. Pt said the screen was not displaying right now because they had 'reprogrammed it' (agent understood pt reset by removing and reinserting li battery pack). Pt said that same screen kept displaying, even though the controller battery wasn't empty. During the call, agent had pt inspect the equipment for damage in battery compartment and on li battery pack; pt noticed one of the connection pins on the controller was bent. When agent asked for event date, pt said "'about' 5 days ago," then corrected to, "1st of october." The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt). It was reported that they had the same issue as the last call. Pt clarified they could charge controller to 100% from ac power, but when they go to charge the implant, they would see the battery empty, recharge controller screen. Pt said the controller battery would still have some charge when that happened and they'd only be able to charge implant a little bit before the screen came up. Pt examined recharger during the call and said the cord had a couple rough spots, like bends in the cord and where the cord went into the paddle was cut and had exposed wires. A replacement recharger (rtm) was sent out.